Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/27/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-6410 main pump tubing water did not flow. This was discovered during use in a case. This case was completed by using another product of same product number. No patient harms.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. -upon visual inspection, it was noted that no issues with the tubing were returned. -upon functional testing, tubing was assembled with a testing pump, tested, and evaluated under normal use conditions to see if the issue reported could be reproduced. The pump was powered on, and water ran through the tubing. No leaks were observed. The most likely cause of reported failure is a user error, most likely connecting tubing, and it can be attributed to misuse/mishandling of the device.